Event description:
The customer contact reported a separation. The tubing set was to be used for delivery of an unspecified volume of normal saline. It was reported that during priming of the tubing set prior to patient use, the customer contact noted the tubing had separated at an unspecified location. There was no reported delay in critical therapy. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel; (B)(4).